Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the pocket erosion at the implant site of the pulse generator. The device was explanted and replaced. The patient was stable during and post procedure.